Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a fresenius 2008t hemodialysis (hd) machine and discovered thermal damage during the machine evaluation. Visual indications of burn damage were identified on the back of the distribution board 2 and valve 103 was found to be corroded. The fst was initially called onsite after the biomed reported an issue with loading pressures. The ultrafiltration (uf) pump was replaced and the issue persisted. A flow error was discovered in service mode along with the thermal damage. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 13,000 hours and the distribution board and valve 103 were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board and corroded valve. The biomed replaced valve 103 and a replacement distribution box 2 assembly was ordered to resolve the remainder of the thermal damage. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement part. The samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was identified during the completion of the complaint investigation indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
Correction: g3 (date received). The date received field on the initial submission of this MDR report was completed in error as 10/18/2023. The correct date received is 10/19/2023.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a fresenius 2008t hemodialysis (hd) machine and discovered thermal damage during the machine evaluation. Visual indications of burn damage were identified on the back of the distribution board 2 and valve 103 was found to be corroded. The fst was initially called onsite after the biomed reported an issue with loading pressures. The ultrafiltration (uf) pump was replaced and the issue persisted. A flow error was discovered in service mode along with the thermal damage. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 13,000 hours and the distribution board and valve 103 were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board and corroded valve. The biomed replaced valve 103 and a replacement distribution box 2 assembly was ordered to resolve the remainder of the thermal damage. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement part. The samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) to evaluate a fresenius 2008t hemodialysis (hd) machine and discovered thermal damage during the machine evaluation. Visual indications of burn damage were identified on the back of the distribution board 2 and valve 103 was found to be corroded. The fst was initially called onsite after the biomed reported an issue with loading pressures. The ultrafiltration (uf) pump was replaced and the issue persisted. A flow error was discovered in service mode along with the thermal damage. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 13,000 hours and the distribution board and valve 103 were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board and corroded valve. The biomed replaced valve 103 and a replacement distribution box 2 assembly was ordered to resolve the remainder of the thermal damage. At the time of follow-up the machine remained out of service pending the arrival and installation of the replacement part. The samples are available to be returned to the manufacturer for physical evaluation.